Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the ventricular output connector was broken. It was noted that the hanger was hard to open and close and that both wires on the liquid crystal display (lcd) were pinched ( not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular port of the external pulse generator (epg) was broken and was not functioning. The product has been returned for service. There was no patient involvement.